Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report# 1627487-2018-10531. It was reported that the stimulation on the leads decreased on its own. Reportedly, patient experienced fall multiple times. Lead diagnostics showed high impedances on 3245 lead and the 3163 lead migrated to the ipg pocket. As a result, surgical intervention may be pending to address the issue.